Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.